Event description:
Staff stated bed rolls slightly when brake engaged.

Manufacturer narrative:
Technician tested function and confirmed report. He attempted adjustment without success. He checked system and found stretch in cable. He removed old cable and replaced to resolve the issue.